Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level averaged in the 230mg/dl range. Multiple infusion set changes were performed to address the occlusion alarms. Additionally, it was reported the customer received a minimum fill notification after loading a cartridge filled with 250 units of insulin. The customer's blood glucose (bg) level was 277mg/dl and a correction via insulin pens was administered to address the bg level. Reportedly, the customer did not have back up therapy for insulin therapy and declined a follow-up call to ensure back up therapy was obtained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned and no failure related to the minimum fill notification was identified.